Event description:
It was reported that during a da vinci si hysterectomy procedure, after the colpotomy and while using the monopolar curved scissors (mcs) instrument, the surgeon attempted to remove the patient's uterus transvaginally. The instruments were then exchanged to sew the vaginal cuff when the mcs instrument was found to be broken at the instrument wrist. The mcs instrument could not be removed through the cannula due to the breakage, and therefore, the cannula and instrument had to be removed from the patient. It was noted that fragments fell into the patient and were removed. No patient harm, injury or adverse outcome were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument's entire tube extension to be dislodged from the main tube. The tube extension wall was found to be circumferentially broken at the base of the axial keys, however, no pieces are missing. Engineering concluded that the damage was likely due to excessive side loading or other type of mishandling.